Event description:
The customer's biomedical engineer stated that the unit was reported as the screen black, and no further info was provided. The device was being set up for use. No patient or user harm was noted. The unit powers on normally and cycles with no alarms activated and no problems with display; noted error codes 1002,1122 in the event log, cooling fan is operational, filters are fairly clean, in pneumatics blower celsius reading is within specs, cannot duplicate complaint. Advised customer to perform extended run-in and check to see if problem duplicates, replace blower as a precaution, and, if needed, address error codes. The customer has been notified to contact philips if this does not address their device issue, at which point a new service order will be created. No further information was received at this time.

Manufacturer narrative:
Codes updated.